Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove the entire scs system due to the ipg incision dehiscing.

Event description:
It was reported the patient's ipg pocket site has opened. The sutures were removed on (B)(6) 2015. The patient was seen in the emergency room where the ipg site was cleaned, sutured and prescribed antibiotics. Follow up information identified the ipg site is healing and the patient will continue to follow up with her physician.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.